Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure and shallowing of anterior chamber. Due to excessive vault, elevated iop with angle closure and shallowing of anterior chamber the lens was exchanged for a same model, stronger cylinder but shorter length lens. The problem was resolved. Cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).